Manufacturer narrative:
Complaint (B)(4). Received 1rk each: 456287p/b2303374 and 456287p/b2304344 for evaluation. Received customer pictures. We have no further complaints on the material/batches. Samples were tested according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction is not confirmed. Samples received; type of investigation, investigation findings, investigation conclusion;

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states seeing a gel issue with tubes in their outreach sites only (not within the hospitals). They are seeing gel splattered on the sides of the tube after spinning them down at the outreach sites. They are only seeing the gel issue during the wintertime months. Based upon the customer comments included with the customer pictures, the claimed issue appears to be cloudiness of plasma in processed samples after they are refrigerated. They state 'no chunks, no floating gel'.